Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. Due to the limited info provided in this case, a definite root cause can not be determined or reported at this time. No further risk reduction activities are required per qera (quality engineering risk assessment). We will continue to monitor for similar complaints.

Event description:
A male pt underwent abdominal aortic aneurysm on (B)(6) 2010. The physician placed the zenith aaa endovascular graft bifurcated main body where he thought it would best deploy. After deployment and ballooning, the final angiogram was done. The left renal was occluded. They tried to cannulate the left renal artery to possibly stent it but were not able to; so they called the case. The pt did not experience any adverse effects due to this observation.